Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to distal right coronary artery. Predilatation was performed with a non-bsc balloon catheter, residual stenosis was 25%. A 4.00 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noticed that the distal side of the stent was lifted. The procedure was completed with a 4.0x38 non-bsc stent. No patient complications were reported.